Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient died while attached to the cycler for treatment at home. During follow up the patient's nurse reported that the patient's contact found the patient attached for peritoneal dialysis in his chair and was already dead. He was presumed to be dead at least 2 hours before being found. The nurse reported the patient was scheduled to have a triple by-pass surgery but was delaying it so that he could setup home therapy support to take care of him after the surgery. The patient's nephrologist reported that the patient passed away due to delaying of the surgery and had a cardiac arrest. Patient had a history of cardiac arrest before. The patient's death certificate lists cardiac arrest, coronary artery disease, diabetes type 2 and end stage renal disease as causes of death.